Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 10mm (int410) was returned for investigation. Visual inspection of the as returned product identified minor wear and debris about the implant threads and drive features indicative of use. The product matched print specifications were measured against drawing 22343 rev s (cal1334 cal due: sep 25, 2020). No pre-existing conditions were noted on the per. The reported product was located on unknown tooth sites, and used for approximately 18 days. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number: 2018072069. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number: (2018072069) for similar events and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection & bone loss) or product (int410). Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable. Infection and bone loss are listed as a harm or potential effect of implant failure. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an implant (int410) was removed due to infection and bone loss. Abscess and pain was also reported.